Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing inhibition along with loss of capture (loc) and was found to be dislodged. An invasive procedure was performed in which, the physician elected to explant and replaced a new lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.